Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced similar events with ten infusion sets where the infusion set tubing was leaking at site after being used for about 12 hours. Patient's blood glucose level became high so the patient took a correction injection via mdi. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 10.